Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that device had an channel error 240.4150. Both pressure sensors have been replaced, calibrated, tested, and returned to service. There were no reports of adverse effects cause to any patients from the event.